Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 33.5, 115.5, 116.5, 122.5, 124.0-126.0, and 135.0 cm from its proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered during advancement. Forceful advancement against this resistance may result in offset coil winds. Further evaluation of the returned smart coil confirmed that the pusher assembly was kinked in multiple locations throughout its length. This damage likely occurred due to forceful advancement against resistance. During the functional test, resistance was encountered while attempting to advance the smart coil out of its introducer sheath due to the offset coil winds, and the smart coil could not be advanced out of its introducer sheath at all. Therefore, the smart coil was not attempted to be advanced through a demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery and superior cerebellar artery (sca) using penumbra smart coils (smart coil), non-penumbra coils and a non-penumbra microcatheter. It was noted that the patient anatomy was calcified. During the procedure, the physician successfully implanted 12 non-penumbra coils and one smart coil in the target vessel. Next, the physician attempted to advance another smart coil; however, the smart coil was stuck at the distal tip of its introducer sheath and would not advance into the microcatheter. Therefore, the smart coil was removed. It was reported that the pusher assembly kinked as the physician was attempting to advance the smart coil on the back table. The procedure was completed using four additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.